Manufacturer narrative:
(B)(4): further information was received from a nurse. Thirteen days after hospital admission, the patient was discharged from the hospital. The patient recovered from peritonitis. Updated with additional information.

Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis and treatment rendered was not reported. The patient was recovering.